Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was about to do a set change and rewind when he received a compromised force sensor system alarm on the insulin pump. Customer stated that it reset and kept asking him to rewind. Customer stated that he has not taken a blood glucose reading this morning yet. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that he is unsure if the drive support cap is protruded or sticking out. Customer stated that the drive support cap looks like it is flushed with the dome label. Customer was advised to discontinue use of the pump. Customer was advised that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to contact his health care professional for a back-up plan. Customer was explained that a loaner pump will be sent.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime test and excessive no delivery test due to a33 alarm however, the insulin pump was received with normal operating currents, passed a21 error test, self-test and the displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.